Event description:
Additional information was received on (B)(6) 2011, when the manufacturer's consultant reported that he had a copy of the patient's x-rays for review. The patient does not appear to have any change in efficacy at this time so the surgeon does not want to perform the surgery yet. Based on the x-ray review, no obvious lead discontinuities were observed in the x-ray portions that could be assessed. A portion of the lead body was behind the generator and could not be assessed and therefore a lead discontinuity cannot be ruled out in the portions of the x-ray that could not be visualized.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported by a physician's office that the pt's diagnostics had reported low impedance. A company rep went to confirm the event, but was unable to find any diagnostic testing on the physician's hand-held computer. The MFR's programming history database was searched and low impedances were confirmed. The impedance had been normal on the date of implant, (B)(6) 2009, but decreased thereafter. Further info showed that there were no adverse events associated with the low impedance. X-rays had been taken by the site, which reportedly showed no issues, but the site did not want to send them for review by the MFR. The pt was known to "rough house" at school, possibly contributing to the issue. Further review of the pt's programming history showed two major impedance changes. The first occurred approximately on (B)(6) 2009 with the impedance changing from 1188 ohms to 752 ohms. The second occurred on (B)(6) 2010, going from 752 ohms to 436 ohms. A revision surgery in the future is likely.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was later reported the patient was referred for vns replacement due to the low impedance. Additionally, it was noted the patient's device was still programmed on. No know surgical interventions have occurred to date.

Event description:
Further clarification was received showing the patient's caregiver originally reported to the neurologist and the company representative that the patient was having an increase in seizures and behavior issues, but when the caregiver was speaking with the surgeon she stated there were no changes. Since the caregiver denied any changes, and the physician reported the patient hadn't had any seizures in over a year, the surgeon decided to wait on the surgery. No surgical interventions have occurred to date.

Manufacturer narrative:
Corrected data: age at time of event; this information was inadvertently reported incorrectly on mfg. Report #0.

Event description:
It was reported that the patient had started banging his head which in the past was an indication that his seizures were not controlled.

Event description:
Clinic notes were received including diagnostics that verified the low impedance message. It was stated in the notes that x-rays had been checked and that the patient was found to have a possible wiring anomaly over the 1st rib. The caregiver has not been seeing the patient's head banging, which was indicative of the patient's seizures not being controlled. No surgical intervention for the low impedance has occurred. No additional relevant information has been received to date.